Manufacturer narrative:
H.6. Investigation: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Due to the lack of additional information, our quality team was unable to make any conclusions for this incident. DHR could not be performed due to the unknown lot#. H3 other text : see h.10.

Event description:
It was reported that needle 25ga 1in leaked. The following information was provided by the initial reporter: this is a report about leakage from the needle hub. According to the customer's verbatim report, fluid leaked from the white part between the needle and the orange component. While preparing with this complaint needle, the hcp felt that there were more bubbles than usual. The customer would like to know (1) whether leakage due to a defect on the white component (connecting issue) has been reported from other facilities or not and (2) whether more-than-usual bubbles are associated with leakage or not.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that needle 25ga 1in leaked. The following information was provided by the initial reporter: this is a report about leakage from the needle hub. According to the customer's verbatim report, fluid leaked from the white part between the needle and the orange component. While preparing with this complaint needle, the hcp felt that there were more bubbles than usual. The customer would like to know (1) whether leakage due to a defect on the white component (connecting issue) has been reported from other facilities or not and (2) whether more-than-usual bubbles are associated with leakage or not.